Manufacturer narrative:
The guide wire was returned to csi for analysis, and visual examination confirmed the reported fracture. Scanning electron microscopy analysis showed evidence of excessive wear at the fracture site. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance, which can compress the guide wire into a bent or buckled shape. It is hypothesized that the excessive wear led to the eventual fracture of the guide wire; however, the exact root cause of fracture remains undetermined. The diamondback 360® coronary orbital atherectomy system instructions for use manual states, "never force the guide wire if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the wire while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
A coronary orbital atherectomy device (oad) and viperwire guide wire were used for treatment in the ostial circumflex (cx). Femoral access was used, and the lesion had been primary wired with a workhorse wire prior to exchange to a flex tip viperwire. Glideassist was used to advance the crown proximal to the lesion. The brake was engaged, and glideassist was engaged again to relieve any accumulated tension prior to treatment. One low speed treatment was performed followed by a rest period. Another treatment was performed proximal to distal in the proximal segment of the vessel followed by a rest period. Then, the device was used for distal to proximal treatment, and the oad met resistance in the ostium. The device was deactivated and pulled back slowly for removal, but the crown had not been locked. The crown lock was engaged, and the physician continued to pull the oad back towards the guide catheter. At that time, angiography showed the nose of the oad, distal end of the viperwire, and the spring tip appeared to be fractured together in the vessel. A non-csi guide wire was inserted into the cx after the intact portions of the oad and wire were removed from the patient. A series of unsuccessful troubleshooting attempts to remove the fragment were performed. These included angioplasty inflations at low pressures to pull the fragment back, multiple snares, and use of an aspiration catheter. A dissection was then noted in the mid cx and was attributed to guideliner recovery efforts. A stent was deployed to resolve the dissection and entrap the fragment, and the procedure concluded.